Event description:
During a coiling procedure, two orbit galaxy coils (640cx0408/17060664 and 640cf0306/16035249) stretched. The physician used other same size coils to successfully complete the procedure. The devices will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a coiling procedure, two orbit galaxy coils (640cx0408/17060664 and 640cf0306/16035249) stretched. The physician used other same size coils to successfully complete the procedure. Although multiple attempts were made to obtain additional information, no information was provided. A non-sterile orbit galaxy cmplx fill coil 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic col was found stretched. The coil stretching was confirmed during product analysis. The cause of the stretched condition was apparently caused by applying excessive force on the device, but it could not be conclusively determined. However this defect could not be related to the manufacturing process, and procedural factors appear to have contributed to this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers of 3008264254-2015-00024 and 3008264254-2015-00025.

Manufacturer narrative:
It is anticipated that the device will the returned for analysis; however, the device has not yet been returned. Additional information has been requested. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers of 3008264254-2015-00024 and 3008264254-2015-00025.